Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Fill tubing was performed and pump appeared to be delivering insulin as expected. Reportedly, the customers' health care professional suggested pump settings to be adjusted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.